Event description:
It was reported through the web pas clinical study that the web embolization device was in a procedure to treat a patient for anterior communicating artery complex aneurysm. A contrast injection after initial deployment showed complete occlusion of the aneurysm but with significant encroachment on the right a2 segment. The delivery wire was loaded so that more web braid would enter the aneurysm. A repeat contrast injection after this maneuver showed decreased encroachment onto the parent artery. The device was detached and the microcatheter was removed from the circulation. Post detachment angiogram showed no movement of the web device after detachment, with complete aneurysm occlusion but more encroachment onto the right a2 segment. In order to better delineate the degree of encroachment onto the right a2 segment, a different working projection was obtained using the 3d angiogram and again performed. This demonstrated that there was moderate (60%) encroachment onto the right a2 segment without flow restriction. Decision then made to terminate the procedure. No intervention performed or planned. The patient mrs remained at 1 at discharge on (B)(6) 2024 and at the 30-day follow-up visit on (B)(6) 2024.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.